Event description:
A biomedical engineer reported prior to a procedure the phaco settings changed when handpiece was plugged in. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
With no additional, related information provided, the customer reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 27, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).